Manufacturer narrative:
The explanted lead will not be returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced stimulation in a non-target area. During the permanent ipg implant procedure, when connecting the already implanted lead to the ipg, it was noted that the lead had a wire out of the sheath. The lead was removed and replaced. The patient is doing well postoperatively.